Event description:
Device issue: coating peeling. Time of device issue: during the procedure. Symptoms/ae: none. It was reported that the coating integrity was compromised. It appeared that the coating was coming off at the tip area. This was reported to have been noticed when trying to load the stent delivery system (sds) onto the guide wire. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned guide wire confirmed the teflon coating was scraped intermittently distal to the brachial marker. Analysis did not confirm peeling teflon on the tip of the guide wire as there was teflon on the coils, 10.7 cm proximal to the center solder. There were two bends in the tip, 3 mm and 9 mm proximal to the tipball, and the tip coils were pushed distal from the center solder. There were intermittent offset intermediate coils proximal to the center solder and overlapped intermediate coils at the distal end of the proximal solder. There was no other damage noted to the guide wire. The tip was tugged on to confirm that the tip and shaping ribbon were intact. The sds was not returned which may have aided in the eval. Teflon damage of this type can occur due to, but is not limited to, interaction with a damaged or bent sds, angling of the sds and the guide wire, and/or damage to the guide wire. It is possible that the guide wire came into repeated contact with the edge of the hub of the sds which caused the peeling/scraping of the teflon. Since no teflon damage to the guide wire was reported prior to use the teflon peeling/scraping is likely related to case circumstances. In this case, the reported peeling of the teflon coating appears to be related to operational context but there is no indication of a lot specific product quality deficiency. Product performance engineering will monitor the incident circumstances. Mfg inspects 100% of the guide wire coating, and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.